Manufacturer narrative:
Per product labeling, "antibodies against domain I of 2-glycoprotein I, also known as anti-phospholipid antibodies (apa) or lupus anticoagulant (la), may prolong pt." The product has been requested for investigation. The investigation is ongoing. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (B)(6) based) laboratory methods. Section e3 - occupation: patient/consumer.

Event description:
We received an allegation that the inr results from the coaguchek in range meter (serial number (B)(6) may have contributed to a patient's thrombosis and the development of anemia due to a lack of proper treatment or medication dosage. On (B)(6) 2026 at 7:50 pm, the meter result was 2.2 inr. On (B)(6) 2026, the patient was allegedly diagnosed with thrombosis in the leg using a triplex performed by a private doctor. The reporter stated that the patient was subsequently examined by a vascular surgeon, rheumatologist, pathologist, and hematologist, and that the patient was not rushed to the emergency and was not hospitalized. On (B)(6) 2026, the reporter stated that the first meter result after the alleged event was 2.8 inr, and the second meter result was 2.7 inr. On (B)(6) 2026, the laboratory result was allegedly 1.7. On (B)(6) 2026, the meter result at 8:26 was 2.9 inr, while the laboratory result with the patient sample taken at 9:00 was 1.7. The unit of measurement for the laboratory result was not provided. The patient's therapeutic range was not provided.